Event description:
(B)(4).

Event description:
It was reported that when the start button on the remote monitor was pressed, it did not initiate a transmission. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was able to confirm the initial report. The device chirps when powered up and will not start interrogation when the button is pressed. When the monitor was analyzed by the vendor, the monitor passed full functional tests, the tester was unable to simulate the failure.